Event description:
It was reported by the legal department that patient underwent left total hip arthroplasty. Subsequently, patient underwent a revision procedure five years later due to pain, swelling, and altr. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item# 00620005422 item name: shell porous with cluster holes 54 mm o.d. Lot# 62845919. Item# 00630505036 item name: liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells lot# 62980711. Item# 00625006520 item name: bone scr 6.5x20 self-tap lot# 63044720. Item# 00625006520 item name: bone scr 6.5x20 self-tap lot# 62313351. Additional information regarding the event has been obtained, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2021-00138.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2021-00138.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned, location unknown; visual and dimensional evaluations could not be performed.   Part and lot identification are necessary for review of device history records, neither were provided.   Medical records were not provided.   A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: (B)(4).

Event description:
It was reported by the legal department that patient underwent left total hip arthroplasty. Subsequently, patient underwent a revision procedure five years later due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.